Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 5 years of support, the patient was readmitted to the hospital due to an elevated lactate dehydrogenase (ldh) level of 1190 u/l. It was previously unreported to the manufacturer that the patient's ldh would intermittently elevate, and that the patient was not a candidate for device replacement. The patient was administered intravenous heparin and aspirin. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.